Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the metal portion of the catheter that was stuck in the pump port was removed successfully, but the side port on the pump was bent in the process requiring a new pump to be implanted. It was also reported that the catheter would not be returned for analysis because the rep was told it was not necessary to send the product back. The patient's weight was unknown. The provided information was confirmed with the physician.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that during a pump revision that the metal portion from inside the connector came off and was stuck on the pump port. Use of forceps to force the metal portion off was recommended. No symptoms were reported regarding the pump revision. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter h6: correction: patient code c76143 does not apply to this event. Device code c53269 is applicable for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the explanted pump would not be returned. The device had been discarded. The patient's symptoms had resolved following the revision. The information provided had been confirmed by the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) indicated the patient had insufficient therapy and the patient¿s pain was still the same as it was prior to the original implant. It was also noted he had been experiencing diarrhea and frequent sweating since prior to the pump revision procedure in february. No further complications were reported.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the pump reported in this event may have caused or contributed to a death or serious injury or that the pump in this report has malfunctioned. Therefore, the pump associated with this event does not meet the reporting requirements stipulated in 21 cfr 803. However, this event remains reportable due to the allegation against the catheter and the subsequent catheter revision. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving morphine (10 mg/ml, 0.874 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient did not feel effects (not getting relief) from their personal therapy manager (ptm) boluses. Single bolus, dose adjustments and catheter diagnostics were discussed. On (B)(6) 2020, additional information reported the patient had been in pain for about a month. The rep stated that they did a dye study yesterday ((B)(6) 2020) and found that there might be a break in the catheter because the dye did not flow into the intrathecal space. The rep stated that the patient was being referred to a neurosurgeon for a catheter revision.